Event description:
A pt reported she was treated on 1/11/96 to the left nasolabial fold and right alar flare. After the treatment, she noted several small, white lumps at the injection sites that "looked like white-heads." On 11/14/96, the pt presented with lumps at the injection sites, diagnosed as collagen material. On 11/20/96, the pt called to report improvement of the lumps. On 11/27/97, the lumps persisted. The physician attempted to remove the papules of collagen by method of incision and drainage but was unsuccessful. On 12/2/96, the lumps persisted and upon examnination, were visible only when the skin was stretched taut. On 12/30/96, the pt was seen again; the lumps continued to absorb slowly.